Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient with an implanted neurostimulator (ins) for failed back surgery and spinal pain. It was reported the patient had right hip pain since device reprogramming on (B)(6) 2017. The device was reprogrammed again (B)(6) 2017 and all painful areas were covered. Later on (B)(6) the patient started having painful right hip stimulation and pain again to the point of not being able to sleep. Troubleshooting included impedance testing which were within normal limits. An additional reprogramming session was scheduled. The patient¿s medical history included shoulder surgery, hip osteoarthritis and back surgery. Additional information was received from a manufacturer's representative (rep). It was reported that the patient was reprogrammed for better stimulation in the right lower extremities (rle). When it comes to the rle they need low back, down the posterior side of the right leg, to the mid-calf. They do not want stimulation in the right hip or foot. However, yesterday, the rep was able to get the stimulation out of the right foot but it was hitting in the right hip and they could not tolerate it. The patient stated that they did not care if the stimulation was back in their right foot if they could reprogram it away from their right hip. The rep stated that they would attempt to do so. The rep reprogrammed the right lead after multiple attempts the patient now feels stimulation everywhere that was desired. The patient stated that they no longer feel stimulation in the right hip and barely any in the right foot. When both leads were turned on the patient stated that they have full coverage and was happy with the result. The rep stated that they are having the device removed due to infection. The patient plans on being re-implanted at some point, but the time is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding the patient. The patient had reported that their incision was not healing well, and their battery eroded through their skin. Therefore, the whole system was explanted on (B)(6) 2017. The patient was re-implanted with a new device on (B)(6) 2017. The issue was resolved at the time of the report, and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.